Event description:
A report was received stating that a nurse was sprayed in the face with medication while administering an injection. During the injection, the needle became detached from the syringe and drug sprayed onto the face and clothes of the nurse. The report stated that although it was not likely that the patient's bodily fluids were present in the medication spray, the nurse was given treatment consistent with treatment given for needle-stick injuries. There were no further adverse effects to the nurse reported. There was no patient injury.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.